Manufacturer narrative:
This report will be amended when out investigation is complete.

Event description:
It is reported that after repeated difficult attempts to push the reamer forward, the reamer was removed to reveal that the guide wire had broken in the femoral head/neck.